Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. Reportedly, refractive error was observed in patient with a small amount of residual astigmatism. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.